Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: left ventricular pseudoaneurysm following atrioventricular groove disruption in a patient with native valve endocarditis.

Event description:
The article, "left ventricular pseudoaneurysm following atrioventricular groove disruption in a patient with native valve endocarditis", was reviewed. The article presented a case study of a 73-year-old female patient with a history of giant cell arteritis, on immunosuppressive therapy (tocilizumab and prednisone), and deep vein thrombosis. It was reported that on an unknown date, a 31mm epic plus mitra valve was chosen for mitral valve replacement. The patient also underwent concomitant aortic valve replacement with a 23mm inspiris reslia valve (edwards lifesciences). During procedure, the patient experienced severe bleeding from the posterior aspect of the heart, requiring venoarterial extracorporeal membrane oxygenation for circulatory support and delayed chest closure. The patient was discharged on post-operative day (pod) 17. On pod 18, the patient was readmitted for atrial fibrillation. Cardiac-gated computed tomography angiography (cta) revealed a left ventricular (lv) pseudoaneurysm. A decision was made to surgically repair the pseudoaneurysm. Surgical exploration confirmed a small defect caudal to the epic mitral valve, through which blood was entering the pseudoaneurysm. The defect was closed using felt reinforcement and multiple pledgeted horizontal mattress sutures. When the patient was weaned off bypass on pod 0, the patient developed a slow junctional rhythm, requiring temporary pacing before a permanent pacemaker was implanted subsequently on pod 3 which was complicated by post-procedure stress cardiomyopathy. The patient's clinical status improved and was reported discharged on pod 14.(B)(6)].

Event description:
N/a.

Manufacturer narrative:
As reported in a research article, left ventricular pseudoaneurysm following atrioventricular groove disruption in a patient with native valve endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported interventions were under case specific circumstance as permanent pacemaker was implanted. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: left ventricular pseudoaneurysm following atrioventricular groove disruption in a patient with native valve endocarditis.